Event description:
It was reported that the patient went to the emergency room due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl) with ketones present. The pod was worn between 5 and 24 hours on the arm. Symptom reported include dizziness. The patient was treated with insulin via injections and was discharged after 4 hours. Pod was discarded before arriving at the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.